Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 4 inappropriate tachy shocks, not isolated to a single episode, due to noise oversensing most likely of the patient's concomitant left ventricular assist device. Reportedly, the characteristics of the shocks as well as to what was the sensing vector programmed, are unknown. The vectors were reviewed with technical services (ts), and it was noticed that the noise could be seen in both primary and secondary configuration, and alternate showed intermittent noise markers. This configuration was subsequently chosen, and the s-ICD showed only occasional noise markers. The patient will continue to be monitored. This implantable electrode remains in service and no additional adverse patient effects were reported.